Manufacturer narrative:
A series of photos were shared by the customer, where 2 different items #mc3302 are observed marked as a and b. In sample a, a stick down on the shunltees microclave is observed. Sample b doesn¿t show any damage. Two (2) used list #mc3302, 7" with an unknown solution residual inside each of the sets, the sample a / #2 a silicone plug was observed to be stuck down. The other sample doesn't present any damage. No additional damage was observed, and no mating device was returned for evaluation. The returned set without stick down was activated once with a syringe and no stick down was observed. The sample with stick down was dissembled and an intermittent lubrication on spike was confirmed. Complaint of silicone sleeve stuck down can be confirmed. The probable cause is typically due to an error during the lubrication process at salt lake city.

Event description:
It was reported that on an unknown date, a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave® clear, clamp, rotating luer was found to be occluded during patient use. The incident involved the product being connected to the vygon 1fr peripherally inserted central catheter (PICC) line (the smallest catheter that they use) which was removed due to suspicion of impaired forward flow of fluid through the microclave. When the infusion tubing was first disconnected from the bonded microclave, the microclave septum was noted to be stuck in the engaged/depressed position. No other cracks or leaking along the extension set were noted. When the extension sets were replaced with new ones, forward flow was confirmed by clinical staff and improvement in the patient's status (low blood pressure) was noted. The clinical nurse educator was present and could vouch that the ¿stuck¿ septum was released when she attached and disconnected a flush syringe, but they changed out that extension set just to be careful. They have only noted this issue with their 1fr PICC catheter which is not widely used.